Event description:
New information states that the lead was explanted and replaced with a competitive lead on (B)(6)2018.

Event description:
It was reported that the patient presented for a routine follow up 1-month post implant. Upon interrogation, it was noted that the pacing impedance was low and exhibited no sensing in bipolar configuration. The lead was reprogrammed. Lead revision was discussed. The patient had no symptoms and was doing well.

Manufacturer narrative:
The reported events were low lead impedance and no sensing were confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures although the lead shorted while attempting the hi-pot test. Further analysis found a breach of the inner insulation due to the suture sleeve tied too tight. Visual inspection of the lead did not find any other anomalies with the exception of damages found which are consistent with procedural damage.